Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleging possible insulin pump under delivery. The customer¿s blood glucose level was 512 mg/dl at the time of the incident and other blood glucose was 190 mg/dl. The customer experienced symptoms such as nausea and vomiting and abdominal pain and chest pain. The customer was treated with manual injection and insulin pump. Customer stated that the insulin pump had no delivery alarm. The device will be returned for analysis.